Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient¿s ins got hot in his back on (B)(6) 2017. The patient stated that it wasn¿t warm, it was hot, and it made him sit straight up. It was noted that the patient was sitting, watching a movie when the issue occurred. The patient was afraid to charge the ins, but charged for three hours to full power on the morning of (B)(6) 2017. There were no falls/trauma reported that could have been related to the issue. The patient called his doctor¿s office who told him to call a manufacturer representative (rep), who referred the patient to the manufacturer¿s patient services. It was noted that the patient spoke to the rep on (B)(6) 2017. The patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the issue was resolved without sequelae as of (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a hot sensation at the ins site. The stimulation/ins heated up on the patient and it felt like it was burning them. On (B)(6) 2017 the patient presented to the clinic and was encouraged to work on desensitization of the site/scar, as the skin was sticking to the ins site. The event was related to the device or therapy, but not related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.